Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was trying to increase her ¿pain stim¿ but it did not increase and it did not get off the screen she was on. New batteries were used but it did not resolve the issue. No further information was provided about this event. The patient¿s healthcare provider reported that the patient was constipated and had a stomach full of stool. The device was implanted to help decrease fecal incontinence so they want to turn device off to see if that may be the issue. The patient had been hospitalized for their issue for a week and a half. The patient¿s healthcare provider inquired on turning the implantable neurostimulator (ins) off. The antenna was plugged into the control and the patient¿s healthcare provider saw a poor communication screen. It was also noted that the patient experienced programmer issues that started 4 months prior to the day of the report. The patient saw ¿replace batteries screen¿ 4 months ago. The batteries were replaced but they saw the same icon, then the programmer would not work at all and they saw a poor communication screen. The patient had only been using programmer to increase amplitude so they didn't notice any error messages or icons and programmer just stopped working one day. The patient stated that the last time their device worked/felt stimulation was 8 months to a year prior to the day of the report. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.